Event description:
When using the closed system portion of their custom kit, the customer reported noticing air leaks where the stopcock is bonded. Samples are being returned. There was no patient injury.